Event description:
It was reported that during the trial implant procedure the physician was unable to implant the lead due to the patient's anatomy. In turn, the lead was not implanted. As a result, the procedure was abandoned.